Event description:
It was reported that upon completion of the procedure, the bullet had detached from the suture string and wedged into the capio device itself. There was no suture still attached to the needle as it was a clean detachment during the final throw through the suture. The bullet was stuck within the device and this was noticed when the device was removed from the pt, nothing was left inside the pt. The patient's condition is stable.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be conducted since the lot number was not provided. Complaint cannot be confirmed since the sample was not available for an investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, the manufacturer will continue to monitor and trend relating complaints.